Event description:
Boston scientific crm received information that this device was reported to have reached the half way mark for battery life after 100 days of implant. It was also noted that the left ventricular (lv) outputs were programmed to 7 volts. Technical services confirmed that the increase outputs would contribute to faster battery drain and discussed running a threshold test to verify that a lower output could be programmed on the lv lead. An invasive procedure was performed and the lv lead was capped and replaced with a new lv lead. The device remains implanted with no further noted complications. Additional information was received that this device was electively explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.